Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) was consulted, and upon review it was also noted that the left ventricular (lv) lead channel exhibited loss of capture. Ts advised on programming enhancements to prevent future pmt episodes as well as in office evaluation of the pacing threshold for the lv channel. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.